Event description:
It was reported the pt experienced pocket stimulation at her ipg site. The pt stated the ipg site was better the following day and she wanted to monitor the issue before she does anything further.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.